Manufacturer narrative:
.

Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: separated guide wire tip required medical intervention and remains in the patient. Device issue: guide wire tip separation. It was reported that the bmw guide wire was advanced down the om and another company's guide wire was advance down the cx. The cx was dilated with a 2.5 mm balloon, as was the om ostium. The cx across the om was treated with another company's 3.0 z12 mm stent. In the process of withdrawing the bmw guide wire, it appeared to be trapped within the stent into the om. After rewiring the cx, the stent was sequentially post-dilated with 1.5, 2.0, 2.5, and 3.0 mm balloons. Then another company's 3.5 x 12 mm stent was deployed, overlapping the first stent deployed in the proximal cx to fully trap the separated guide wire tip. Additional, coronary angiography showed a guide wire had induced a perforation in the distal om branch. No additional event or patient information is available.